Event description:
The customer observed false positive results for a patient that tested architect cmv igg positive at 6.4 au/ml on (B)(6), 2011. A new sample from this patient was tested on (B)(6) 2011 and the result was negative at 0.4 au/ml. The sample from (B)(6) was thawed, recentrifuged and retested with a negative cmv igg result and positive cmv igm result. The cmv igm result retested negative. Sample for this patient was sent to another laboratory for testing and both cmv igg and cmv igm results were negative. No impact to patient management was reported.

Manufacturer narrative:
An abbott field service engineer performed preventive maintenance on the architect ci2000sr which included replacement of multiple parts. After replacing and/or exchanging the parts, there was no reoccurrence of false (B)(4) results. The architect system operations manual, section 10 troubleshooting and diagnostics, provides adequate probable causes for erratic assay results. A single definitive cause for the customer's issue could not be determined as multiple parts were replaced through preventive maintenance. A deficiency of the architect system was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No consequences or impact to patient. Incorrect or inadequate test result.